Manufacturer narrative:
Additional information was received that infection was located at the paddle incision. It was believed that infection was most likely implant procedure related. No further information could be obtained.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure and antibiotics were prescribed. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50 serial#: (B)(4) description: coveredge 32,50cm 4x8 surgical lead the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure and antibiotics were prescribed. The patient was doing well.